Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there is crack in case and pump was not bumped or dropped. Customer stated the crack is seen on reservoir ring. Customer doesn't know how it happened. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.